Event description:
It was reported that during a stenting treatment procedure, a catheter froze on the guide wire. Access was obtained via the femoral artery. The 36mm x 3mm target lesion was located in a non-tortuous, mildly calcified ostial left circumflex artery (lcx). A non-bsc guide wire was introduced. Predilatation was performed using a 2.5 x 20mm apex balloon and a promus element 3.0 x 38mm stent was implanted in the lcx. The 3.00 x 20mm promus element stent was then introduced and became entrapped on the guide wire. Both devices were removed together. The procedure was completed with another wire and another 3.00 x 20mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a catheter froze on the guide wire. Access was obtained via the femoral artery. The 36mm x 3mm target lesion was located in a non-tortuous, mildly calcified ostial left circumflex artery (lcx). A non-bsc guide wire was introduced. Predilitation was performed using a 2.5 x 20mm apex balloon and a promus element 3.0 x 38mm stent was implanted in the lcx. The 3.00 x 20mm promus element stent was then introduced and became entrapped on the guide wire. Both devices were removed together. The procedure was completed with another wire and another 3.00 x 20mm promus element stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a visual examination of the returned deivce noted that the tip of the device was considerably stretched, it measured approximately 15mm in total. This type of damage is consistent with some form of restriction occurring and increased tensile force having been applied to remove perhaps the guidewire. It was not possible to check for guidewire movement due to the condition of the returned tip. No further damage was noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).